Manufacturer narrative:
An event regarding loosening and metallosis involving a centpillar stem was reported. Corrosion was confirmed on the returned stem following material analysis. Loosening and metallosis could not be confirmed, medical records are needed to confirm. Method & results: -device evaluation and results: a visual inspection was performed as part of the material analysis report. It noted: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Debris was observed on the base of the trunnion of the centipillar. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. The material analysis concluded that: debris was observed at the base of the trunnion of the centpiller stem. Dark surface deposits were observed on the trunnion of the centpiller stem. Eds was performed on the stem, debris and deposits. The stem base alloy was consistent with tzmf alloy. The stem trunnion dark surface deposits were consistent with corrosion product and biological material. The debris was consistent with a corrosion product from the femoral head and biological material. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, x-rays, patient history, progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Tha was conducted on primary surgery. The surgeon decided the revision surgery due to loosening. Tarnish of neck trunnion and metallosis were confirmed on the explanted device.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Stryker orthopaedics is not the legal manufacturer of the dupuy devices and does not have reporting responsibilities. However, since this device was used in conjunction with a stryker device, the product information for this device will be referenced in this report. Dupuy devices : (B)(4) adept metal on metal cup 40mm head 48mm diameter. (B)(4) adept metal on metal head v40 taper modular head 40mm + 4mm. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Tha was conducted on primary surgery. The surgeon decided the revision surgery due to loosening. Tarnish of neck trunnion and metallosis were confirmed on the explanted device.